Event description:
A 9 field head and neck case was mistreated on field number 8: a 90 degree couch rotation was required, but wasn't applied, and the user by accident over-rode the error message that was reported. The user wanted to know if they could prevent this sort of error.

Manufacturer narrative:
Varian's investigation concluded no malfunction of the device. The incident was due to customer error by disregarding the record and verify unit, which resulted in treating the pt incorrectly. Based on the initial report, varian's medical advisor was not able to render a medical eval on whether this event may have caused or contributed to a serious injury. Therefore, varian has determined that a MDR is appropriate. Dose was delivered to the treatment area, but passing through tissues that were not intended to be irradiated. Varian's service representative supplied the user with instructions on setting user rights and tightening tolerances to help prevent any recurrence of this user error. No additional follow-up to this MDR is expected.